Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va04f90, implanted:(B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that prior to receiving a device implant, the patient had some type of surgery for her back. There was hardware left in the patient¿s back from this surgery which caused infection. The hardware was removed, but the patient¿s doctor felt that some of the infection must have been left in the back and was the reason for subsequent infections. Following the device implant, the patient developed an infection, despite the physician taking precautions against infection. The lead became infected. The device was removed and replaced. The event cause was determined and was not device related. Troubleshooting included a physical exam and plain films, and actions taken to resolve the issue included treatment of infection, infectious disease consult to prevent infections, conversations with other implanters, and device relocation of the implantable neurostimulator. It was unclear if the troubleshooting and actions were taken due to the infection with this device or due to issues the patient had with subsequent devices. The patient recovered from all surgeries and infections without permanent impairment and was doing well. Information regarding this infection was previously included in MFR. Report #3004209178-2015-04438.